Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The rv impedance measured high when the device was tested on the bench. During additional testing, the device met all specifications. The failure mode could not be reproduced in the laboratory. The cause of the high impedance and capture anomaly was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Intermittent capture was reported. The ICD was explanted and replaced.